Event description:
It was reported that, "pre-op: excessive bleeding, triathlon tka put in 2005. Outcome: poly exchange 6-11 cs insert x3."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.